Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified; however, investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the bipolar, 5 x 330 mm grasping forceps had insert insulation damage. The event occurred during set up/inspection prior to use. There were no reports of patient involvement.